Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted seal plate damage. Functional testing found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was activated multiple times on a saline soaked gauze pad but had re-grasp alarms. The seal cycle was interrupted. No electrical or wiring issues were found. It was reported that there was an alarm activation issue, the device broke during application and stopped working. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the user inadvertently closing jaws on a hard/metallic object and/or a drop. Damage to the seal plate can result in alarm activations and difficulty with activating the device. It was also reported that the device sealed partially. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: lxmj37s, maryland xp inline sealer/divider 37cm (lot#:40080170x), vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic esophagectomy, the two devices had inadequate /partial sealing (energy output and sealing completion sound could be confirmed) after 10 or more times of good seal on 2-3 millimeter omental arteriovenous. There wasfrequent occurrence of regrasp alarm on the first device. Then, on the second device, the trigger and knife did not move smoothly as it was difficult/unable to pull trigger/blade lock. The device was cleaned the area around the jaw every time the device got dirty. Another ligasure used properly used with the same generator. There was no patient injury. Photographs were received and showed that the seal plate at the tip of the damage.